Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment. The drive gas check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit has a blockage alarm and is not passing the preoperative checkout. There was no reported patient injury.